Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the clip applier's yellow lock would not engage. A new device was used to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was received sealed with the yellow shipping wedge disengaged from the device. Functionally; the shipping wedge was reinstalled and remained in position with acceptable results. The instrument was then applied to appropriate test media. The instrument cycled without binding. The pusher advanced properly and retracted fully during the handle squeeze. Twenty clips formed properly and remained securely fastened after the jaws were released. When the cartridge was empty, the interlock engaged to prevent the jaws from approximating. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, a review of the device history record was not performed. The root cause of the observed condition could not be reliably determined; however, based on observations the most likely root cause for the observed condition was determined to be mishandling of the packaging. If information is provided in the future, a supplemental report will be issued.